Event description:
A surgeon reported a pt with residual astigmatism four weeks following intraocular lens (iol) implant surgery. The surgeon reported the lens was placed at 156 degrees, but shows to be at 165 degrees at slit lamp examination. The surgeon reported the lens could be off axis due to the markings at surgery being off or not precise. Additional info was requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause could not be identified by the investigation. There have been no other complaints reported in the lot number. Additional info was requested on (B)(4) 2012 and (B)(4) 2012 by phone, fax, and mail. A completed questionaire has not been received. (B)(4).